Manufacturer narrative:
The device in question was returned to the manufacturer on march 4,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the hopkins telescope has a "fogged vision". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: it was reported that the telescope's vision was fogged. Chemical attack is evident around the distal solder seam of the optics. The distal solder seam has partially dissolved. The distal cover glass is clouded by an unknown residue. The service evaluation identified the following damage: - distal solder seam chemically damaged. - unknown residues adhering to the distal cover slip. Conclusion: the information provided by the customer can be confirmed. The imaging is cloudy and foggy. This is due to an unknown residue on the distal cover glass that significantly clouds the imaging. Furthermore, the distal suture has been chemically attacked and is partially dissolved. The defects found are not due to a manufacturing or production defect. It is possible that the damage was caused by incorrect clinical processing. The instructions for use state that a functional and visual inspection must be carried out prior to use. During this inspection, any soiling of the lens or distortion of the transmitted image should be identified. The event is filed under internal karl storz complaint ID: (B)(4).